Manufacturer narrative:
The concomitant products have been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 532mg/dl as well as low blood glucose level of 41 mg/dl. Customer's current blood level was 111mg/dl and 140mg/dl. Customer was treated with insulin pump for high blood glucose and treated with glucose for low blood glucose level. Customer does not allege pump was over delivering. Customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for several days while connected to the test sensor and plug and entered auto mode properly. No unexpected sensor updating, calibration required or enter blood glucose prompts noted during monitoring period. The insulin pump sensor and auto mode feature is working properly. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0200. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.